Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was the power switch was broken causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer states the unit has no alarms.